Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Event date not provided.

Event description:
It was reported that when the doctor opened the implant package, it looked suspicious as if it had lost sterility. The procedure was completed using another another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant was returned outside its original packaging, already opened. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer did not provide any pictures. Complainant reported that when the doctor opened the implant package, it looked suspicious as if it had lost sterility. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.